Event description:
It was reported that the catheter grey sterile shipping tube was received broke.

Manufacturer narrative:
We received one (B)(4) embolectomy catheter in an undamaged cardboard shipping tube . The gray shipping tube is broken at the clear adaptor bond site. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The product sterility has been compromised. This condition appears to be due to shipping damage. A review of the manufacturing records indicated that the product met specifications upon release. An investigation was opened to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. The root cause investigation was completed by a cross-function team. The team investigated the issue and identified the most probably root cause as packages are being damaged while traveling on the conveyor system at the carrier sorting facility. The resulting corrective action plan from this root cause investigation yielded the following actions items: implement a heavy duty cylinder with and adjustable tube of 0.18" (thickness) used for shipping purposes. Communicate to the edward distribution channels the requirement for the use of the heavy duty cylinder usage for shipping purposes. Establish a contractual requirement with edwards distribution channels to use the heavy duty cylinder for shipping purposes.